Manufacturer narrative:
(B)(6)). Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6)), during a transfemoral tavr procedure, after the 26 mm sapien 3 valve was deployed, the operator reported feeling ¿some tightness¿ during removal of the delivery system and damage of the inside cover of the esheath was observed. Following angio, the cover and radiopaque marker were confirmed to have been pulled out when the delivery system was removed. No patient injuries were reported. Additional information provided confirmed there were no abnormalities noted with the esheath during prep. The operator did not have any difficulty inserting the esheath into the patient or advancing the delivery system into the esheath. The patient¿s mld measured 8.5 mm and had no tortuosity or calcification.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information relevant to the evaluation was provided. The marker was detected to be detached, when the delivery system was removed. The patient access vessel assessment was provided, femoral diameter was 8.5mm, no tortuosity and no calcification. Regarding the cause of the withdrawal difficulty and its relation to the delivery system, ¿as the physician said (operator removes the system) they felt strong resistance when removes the delivery system not like other time. Femoral (artery) was 8.5mm and 16fr esheath is supposed to be enough and they guess there are some part of the sheath has been anchored in delivery system and it pull(ed) out the inside of the sheath¿. The device was prepped without issue and the field clinical specialist (fcs) checked the insertion with no problem. The perceived cause of the tightness during removal was the part of the sheath when it detached from it. No abnormalities were noted about the sheath during preparation. Additionally, imagery provided from the procedure site was reviewed. The imagery review showed the sheath with liner delamination and a detached marker band. Fluoroscopy imagery also shows a detached marker band in the sheath shaft during withdrawal of delivery system. The complaint device was returned to edwards lifesciences for evaluation with the marker band separated. Per visual inspection, the sheath shaft had multiple kinks, likely due to packaging. There was circumferential delamination approximately 1.5¿ in length from distal tip. The sheath shaft was cut along entire length of shaft starting at 1.5¿ from distal strain relief. Approximately 3¿ of hdpe was missing, likely due to cutting of sheath. The esheath is a single use device. Due to the returned condition of the device, no relevant functional testing was able to be performed. Due to the returned condition of the device, no relevant dimensional testing was able to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of lot history for the related work order revealed no additional complaint related to ¿sheath distal tip ¿ separated marker¿ or ¿sheath distal tip ¿ liner delamination¿. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for ¿sheath distal tip ¿ separated marker¿ for the 14f and 16f edwards esheath (all models).  Six complaints were confirmed but no manufacturing nonconformities were identified in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. A product risk assessment was previously initiated for risk assessment and corrective (or preventative) actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned sample and both complaint and fmea occurrence rates do not exceed their respective limits, no further corrective or preventative action is required. Trending for this issue will continue to be monitored. One complaint is pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿separated¿. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for ¿sheath distal tip ¿ liner delamination¿ for the 14f and 16f edwards esheath (all models). Thirty two complaints were confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the complaint events. One complaint is pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿damaged¿. Edwards esheath introducer instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); circumferential oriented surface defects, protruding/missing material, dents, cuts; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief; delamination; witness lines with exposed ptfe liner; remnant lines (white lines); seam separation; stress line(s) in the liner; notches on the bottom side of the liner when holding the housing in the left hand; presence of c-marker band; flash and excess material (tecoflex or hdpe slag) under a minimum of 10x magnification; serrated transition, holes, or rough surface of tears in the tip. Additionally, the sheath tips were 100% visually inspected under a 10x magnification serrated transition, holes, or rough surface or tears; bubbles on the bond or within the tip; and misalignment in the distal end of the tip trim. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sample devices from each lot were tested and inspected during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. All units sampled for product verification testing passed from the related lot. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿sheath distal tip ¿ separated marker¿, and ¿sheath distal tip ¿ liner delamination¿ were confirmed via provided complaint device imagery. A review of DHR, complaint history, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The complaint description states that the marker band was separated while withdrawing the delivery system. Per the IFU and training materials, the users are instructed to ensure the flex tip is over the triple marker band, the balloon is completely deflated, and the delivery system is completely un-flexed prior to retrieval of the delivery system. Failure to ensure the aforementioned instructions are met may result in the delivery system negatively interacting with the sheath distal tip and/or liner during delivery system retrieval. The negative interaction between the sheath and the delivery system is likely the cause of the increase resistance during delivery system removal. Alternatively, a non-optimal withdrawal angle/coaxility of the delivery system in relation to the sheath due to the aforementioned procedural factors may also cause the delivery system to catch and interact negatively with the sheath distal tip and/or liner. Such conditions may result in the delamination of the liner and sheath distal tip delamination may result in the marker band becoming exposed and separated. Available information suggests that procedural factors (delivery system withdrawal techniques) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It is to be noted, although the marker band dislodged, it was successfully retrieved and the procedure was completed without any vascular complications. A CAPA was previously initiated to address reported marker band separation. Corrective actions associated with the CAPA included increasing the tecoflex trim length to 1 mm and repositioning the marker band further proximal under the liner. The CAPA was closed on (B)(6) 2015, after that no additional dislodgements were documented for 6 months/1,000+ units. While the complaint device work order was manufactured after implementation of corrective actions as documented in the CAPA, the occurrence rates for this failure mode do not exceed (B)(6) 2018 control limits. In addition, no manufacturing non-conformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to procedural factors, so no further corrective/preventative actions are required. Regarding the sheath distal tip ¿ liner delamination, since no manufacturing non-conformances or labeling/IFU/training material training deficiencies were identified, no corrective actions are required. Additionally, since no manufacturing non-conformances were identified and the complaint occurrence rates did not exceed the trending control limits, a product risk assessment is not required. As a result of increased complaint rates for separated markers on esheath devices, a product risk assessment was initiated previously to assess risks associated with the issue. The fmea assessment section in this document highlights the failures and their risks. Additional details are provided in the product risk assessment. Since no product non-conformance was identified and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints for ¿sheath distal tip ¿ separated marker¿, and ¿sheath distal tip ¿ liner delamination¿ were confirmed. No manufacturing non-conformances that would contributed to the reported events were identified. Available information suggests procedural factors (delivery system withdrawal techniques) may have contributed to the reported events. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously initiated for risk assessment and corrective/preventive actions were addressed through a CAPA. Since the complaint occurrence rates do not exceed the (B)(6) 2018 control limits for the applicable trend categories, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.